Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report that their liberty select cycler would not turn on. The display was reportedly blank. It was confirmed there were no power outages in the area, and there didn¿t seem to be an issue with the power outlet. The patient confirmed the power cord was securely plugged in and the cycler was switched on. There were no sounds when the ok and stop keys were pressed, and none of the keys lit up. The patient tried moving the cord to a different outlet, but the device still wouldn¿t turn on. The ts representative issued the patient a replacement cycler due to the cycler power issues. The patient was advised to notify their pd registered nurse (pdrn) of the replacement. It was confirmed the patient had continuous ambulatory peritoneal dialysis (capd) supplies and they were trained on performing pd therapy without the cycler. The patient said they would use capd supplies to complete their pd therapy manually. Upon follow up, it was confirmed the patient completed treatment with manual supplies. The patient did not experience any adverse effects and no medical intervention was required as a result of the reported event. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There was also a visual indication of particulates around the catch post area and within the cassette compartment. However, there were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained blank. It was identified that the cause for the blank screen was due to an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. There were visual indications of dried fluid in between the pump assembly and display assembly, and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. The cycler underwent and passed a mushroom heads check. No further discrepancies were found during the evaluation. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.